Event description:
It was reported that implantable neurostimulator (ins) moved closer to the spine. The patient noticed the issue last week when her chiropractor mentioned it and this week the patient¿s massage therapist also mentioned. It was also stated that the ins did not seem to be working. The patient noticed going to the bathroom more frequently over the past 3-3.5 weeks. The patient had made the healthcare provider (hcp) aware of the issue and was instructed to contact the manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# v, product type programmer, patient; product ID 3 889-28, lot# va0ay16, implanted: (B)(6) 2013, product type lead. (B)(4).